Event description:
It was reported that stent damage occurred and the procedure was aborted. Vascular access was obtained via the right radial artery. The 90% stenosed and de novo target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. After a non-bsc guidewire and a non-bsc guide catheter crossed the lesion, predilatation was performed with a non-bsc balloon catheter. A 20 x 3.00 promus premier select drug-eluting stent was advanced but it failed to cross the lesion even after multiple attempts. The device was withdrawn and the physician observed that the distal part of the stent strut was damaged. The procedure was not completed due to this event. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: promus premier select ous mr 20 x 3.00mm stent delivery system (sds) was returned for analysis. A visual examination of the stent identified no issues. The stent showed no signs of movement and was set between the proximal and distal markerbands. A section of the stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination found no issues. No issues were identified during analysis.

Event description:
It was reported that stent damage occurred and the procedure was aborted. Vascular access was obtained via the right radial artery. The 90% stenosed and de novo target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. After a non-bsc guidewire and a non-bsc guide catheter crossed the lesion, predilatation was performed with a non-bsc balloon catheter. A 20 x 3.00 promus premier select drug-eluting stent was advanced but it failed to cross the lesion even after multiple attempts. The device was withdrawn and the physician observed that the distal part of the stent strut was damaged. The procedure was not completed due to this event. No patient complications were reported and the patient status was stable.